Manufacturer narrative:
Results: the strain relief was stretched. The velocity was fractured approximately 26.0 cm from the distal tip. Conclusions: evaluation of the returned device revealed it was fractured. This type damage likely occurred due to forceful retraction of the velocity against resistance. The tortuous anatomy mentioned in the complaint may have contributed to any resistance experienced during use. Further evaluation revealed the strain relief was stretched. This damage was likely incidental, and may have occurred due to retraction of the velocity through an overtightened hemostasis valve. The 5max ace mentioned in the complaint was not returned for evaluation. Penumbra catheters are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity). During the procedure, after being used with a penumbra system 5max ace reperfusion catheter (5max ace) for an ample amount of time in the patient's tortuous anatomy, the tip of the velocity became fractured. The velocity was removed from the patient and the procedure was completed using a new velocity and another manufacturer's device. There was no report of an adverse effect to the patient.